Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since electrodes were placed in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: the final outcome after revision/continuation surgery was successful as intended for the treatment. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy and invasive steps, nor due to the (incorrect) electrode placements. There was no harm or negative effect to the patient due to the surgeries, neither due to prolong of surgery/anesthesia at original surgery (of ca. 30min), nor due to revision surgery/repeat anesthesia (of ca. 3h with ca. 2h for repeat steps). There are no further remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the ca. 2cm deviation of the 6 right-sided electrodes is a movement of the patient's head within the non-brainlab head holder during the surgery, relative to the navigation reference array, due to a not sufficient rigid fixation. It was determined after surgery and confirmed by the surgeon that one of the lower pins of the non-brainlab head holder was not fully engaged in the skull. This less than ideal fixation can be attributed to the position of the pin chosen by the user with the non-brainlab head holder for the patient's head fixation. Relative movements of the patient's head within the head holder and the reference array cannot be compensated by the brainlab cranial navigation system. Apparently the resulting deviation was not recognized by the user with the necessary accuracy verification of the navigation throughout the procedure, before the placement of the electrodes on the right side. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial stereo-electroencephalography (seeg) surgery for placement of 24 depth electrodes into the brain, intended were 12 targets on the left side and 12 on the right side, has been performed with the aid of the brainlab cranial navigation version 3.1. Trajectories were planned pre-operatively on an MRI acquired 10 days prior to the surgery, and intra-operative CT scans were acquired during surgery, registered, and fused to the pre-operative MRI for use with brainlab navigation. During the procedure the surgeon: positioned the patient in a lateral orientation, turned to the right side in a non-brainlab head holder with 3-pin fixation, with the single pin on the forehead and the two pin side at the base of skull region slightly lateral from midline on the patient's right, pins placed superior to inferior. Performed a CT scan with automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Verified the accuracy of the registration and fusion to the pre-op MRI and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-verified navigation accuracy, and proceeded to successfully place 12 electrode leads on the patient's left side through the navigated varioguide aligned to the pre-planned trajectories. Removed the drapes and sterile reference array and re-positioned the patient's head in the non-brainlab head holder turned to the left side in a lateral position for placement of the right-sided depth electrode leads. Attached the unsterile reference array, and performed another intra-operative CT scan imported with automatic registration of the current patient anatomy to the navigation. Verified the accuracy of the registration and fusion again to the pre-op MRI and accepted the registration, and re-draped and re-placed the sterile reference array. Placed 6 electrodes on the right side through the navigated varioguide aligned to the pre-planned trajectories. Decided to recheck navigation accuracy during the 6th electrode placement on the right side, when the surgeon saw that an unexpected long depth distance would be guided, and determined the navigation was no longer accurate. Performed a 3rd intra-operative CT scan and determined the 6 electrode leads placed on the right side of the patient's brain were at a different location than intended and too deep, with a deviation of approximately 2cm. Removed the 6 leads placed on the right side and decided to cancel the rest of the surgery for the day (the correctly placed left-sided electrode leads remained). A continuation/revision surgery was performed two days later on 19 jan 2019 for placement of the 12 right-sided electrode leads (3 extra burr holes, some others re-used), using the same equipment and navigation procedure. According to the surgeon: the final outcome after revision/continuation surgery was successful as intended for the treatment. There was no (direct or increased) risk to harm a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy and invasive steps, nor due to the (incorrect) electrode placements. There was no harm or negative effect to the patient due to the surgeries, neither due to prolong of surgery/anesthesia at original surgery (of ca. 30min), nor due to revision surgery/repeat anesthesia (of ca. 3h with ca. 2h for repeat steps). There are no further remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.